Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) t3® pro tapered implant 4/3mm (d) x 10mm (l) for evaluation. Visual evaluation / functional test was performed, the implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Some damage around the implant's external threads was noted, likely due to the removal process. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: 2120026485. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2120026485 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H11: added manufacturer narrative.

Event description:
It was reported that the implant was positioned in the palate about 3-4mm from a line connecting the middle occlusal surfaces. This implant in its present position has to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided.